Manufacturer narrative:
On june 9, 2021 incident was reported to immucor. Immucor queried customer and determined that there assay was performed according to label instructions. Anti-fyb reagent lot involved had already expired by this time and additional investigation was not possible. The immucor internal record number for this report is pr#(B)(4).

Event description:
On june 4, 2021 a customer received unexpected negative results with fyb assay on the manual platform.